Event description:
A pixel issue on the pump display was reported by the caller, which affected their ability to interact with the pump and read the screen. There was no adverse impact on the customer¿s blood glucose level, as levels were not reported to exceed 500 mg/dl or drop below 54 mg/dl. Customer reverted to an alternate method of insulin therapy.